Manufacturer narrative:
(B)(4).

Event description:
This procedure was performed in (B)(6). The customer states the procedure was performed with the closurefast on (B)(6) 2016. The patient's endothermal heat induced thrombus (ehit) classification was 3 (extension into the deep venous system) on the next day and remained at the same level the following week. Three weeks later, it was lowered to ehit class 1 (thrombosis to the level of the superficial-deep venous junction). Warfarin was administrated from (B)(6) 2016 until (B)(6) 2016. There was no issue during the procedure. The warfarin was used to treat the ehit. No other treatment given, but the patient wore anti-embolism stockings continuously. There were no symptoms associated with the ehit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.